Manufacturer narrative:
(B)(4). Additional information/device evaluation. Evaluation of the returned device and review of data log confirmed the reported intermittent audio output. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, patient's mother tested alert functionality and patient's mother reported alerts were functional. Dexcom has issued an rga for patient's mother to return the device to be investigated.